Manufacturer narrative:
One used list # ch3770, 22¿ (56 cm) appx 5.6ml, ext set, trifuse w/4 clave¿ clear, spiros¿ w/red cap, 1.2 micron filter, 4 clamps (lot # unknown) were received and visually inspected. As received, the filter vent material of the 1.2 micron filter was wetted out with prior infusate solution. No other damage or anomalies were identified. The returned set was leak tested according to product performance specifications. Leakage occurred through multiple locations of the 1.2 micron filter vent material. This is due to wetting (saturating) of the vent material by the infusate solution during use. The probable cause is a temporary or permanent loss of the hydrophobic properties due to the infusate interaction with the vent material during use. The device history review (DHR) review could not be completed since no lot number was provided.

Event description:
The event involved a 22¿ (56 cm) appx 5.6ml, ext set, trifuse w/4 clave¿ clear, spiros¿ w/red cap, 1.2 micron filter, 4 clamps that the customer reported an unspecified chemotherapy medication leaking from the filter. There was patient involvement, however, no adverse event, no harm as the result of the reported event, no report of delay in therapy. This report captures the second of two events.